Manufacturer narrative:
No further information is available at this time. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that a patient implanted with a pacemaker was seen in clinic and a six second pause in pacing was noted. Artifact was noted on the strip. It was reported the patient is pacer dependent, however was not symptomatic. No adverse patient effects were reported.